Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra completed its internal investigation on 06/11/2015. The investigation included method: DHR review; visual examination. Results: this device was manufactured on 03/31/2007. Service history: date of service 09/15/2014, reason for service: routine maintenance. The returned unit did not meet all specific functional test. The unit is hard to lock. The floating ratchet teeth sometimes does not mesh with the swivel base teeth causing difficulty in locking. General maintenance and cleaning required. Repair is due to the lock has both rotational and lateral movement and a residue build up impending the locking function. Conclusion: the end user's reason for return was verified. The most likely cause could be due to worn internal parts. This device was manufactured in 2007.

Event description:
It was reported that a swivel lock mechanism would not lock; struck in the open position. The pt was no secure. The surgeon tried to lock down the swivel and it wouldn't move past the quarter mark towards being locked. They had to flip pt and start over with a new skull clamp. There was no pt injury reported. There was a 10 minute delay in surgery. Add'l info was requested and on (B)(6) 2015, the following was provided by the customer: on (B)(6) 2015, a (B)(6) year old male pt underwent a c3-c4 posterior decompressive laminectomy. Initially the pt was placed in prone position on a 3600 bed. The surgeon was unable to engage the locking mechanism on the skull clamp. The length of time the prod was in use before the event occurred was 15 minutes. The pt was then transferred back to the stretcher in a supine position. The skull clamp was exchanged and reapplied. The pt was then flipped into prone position a result of the 10 minute surgery delay. Surgery was completed. Pt outcome reported as "no adverse reactions".